Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Event description:
During trouble shooting of a check lines and bags alarm which at connect yourself. The baxter technical service representative (tsr) walked the home patient (hp) through set up. The hp noticed fluid was coming out of patient line. The tsr told the hp it was not recommended to hang the heater bag on IV pole. The heater bag should be on top of heater on machine. The tsr told hp to discard the supplies and start over with new supplies. The hp insisted on connecting. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the hanging the heater bag from the IV pole. The cg stated that she reset up the supplies correctly and the home patient (hp) completed therapy. The cg stated that the hp is now on hemodialysis. The cg stated that she did talk to the nurse regarding the incidents that night. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.